Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 75-year-old male with cardiomyopathy underwent protected high-risk percutaneous coronary intervention (hrpci) with impella cp support. Pre-support clinical status was consistent with scai shock stage a. Patient comorbidities not provided. The impella cp was implanted via the right femoral artery. Following sheath removal while the patient remained in the catheterization laboratory, access-site bleeding with hematoma formation occurred at the femoral arteriotomy site. The patient was noted to be moving his leg during the event, which was reported as a contributing factor. Anticoagulation monitoring was performed using act, with a value of 259 at the time of the bleed. An estimated blood loss of approximately 20 ml was reported. Hemostasis was achieved with balloon tamponade and manual pressure, and the issue resolved without the need for blood product transfusion. The device successfully wean and the patient survived. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support. The event was associated with the vascular access site following device removal, with patient movement.